Event description:
The customer reported that on (B)(6) 2011 erroneous/imprecise ferritin, thyroid stimulating hormone (tsh), (tt3) triodothyronine and/or (frt4) free total thyroxine results were generated on a unicel dxl800 access immunoassay system for fourteen patients. The erroneous/imprecise results were associated with the analyzer sample probe crashing into the gel of a sample tube that was being analyzed on the automation line. The system continued to process samples after the probe crash and it was at this time that the customer was alerted to the erratic results. The erroneous/imprecise results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer performed assay quality control (qc) after the probe crash which resulted in multiple levels of qc failure. The customer visually inspected both the sample probe and wash tower and noticed gel. The customer cleaned up the gel from both the sample probe and wash tower. Beckman coulter inc. Customer technical services recommended that the customer execute an instrument special clean and carryover test. The carryover test failed to meet specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the sample probe and performed all necessary alignments. The fse performed all of the hardware verification testing for the sample probe with no issues noted. The fse performed assay quality control assessments which yielded results within the customer's established ranges. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A sample probe crash was the root cause for the erroneous results. The cause of the probe crash is unknown.